Event description:
It was reported that a patient had believed to have developed an infection at the pod¿s insertion site while wearing the device. They developed an abscess at the site. The patient was taken to hospital and diagnosed with an abscess.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.